Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. The aortic neck was 10.8 mm in length with an angulation of 10 degrees. Proximally (below the renal arteries) the aortic neck was 21 mm in diameter and 1 cm below that it was 23 mm in diameter. It was reported that after the stent grafts were implanted there was a proximal type I endoleak noted. The proximal end of the bifurcated stent graft was ballooned twice in an attempt to resolve the endoleak. The endoleak improved slightly but it did not completely resolve. The cause of the endoleak is unknown. The decision was made to not further intervene and the heparin was reversed. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (unknown cause of endoleak). Conclusion: known inherent risk of a procedure (endoleak), (unknown cause of endoleak).